Event description:
The customer reported that the 9600 system shut down during a case. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power connections were checked and the power supply was adjusted. The MFR's service rep suggested replacement of the technique processor, however, the customer has not decided to do so at this time. No further info is available.